Event description:
It was reported that there was blood leaking from the control pod. The target lesion was located in the superficial femoral artery. A 2.4mm jetstream xc atherectomy catheter was selected for the endovascular treatment procedure to treat peripheral arterial disease. During the procedure, however, blood was seen leaking from the back hole of the control pod. There were no issues with the functionality of the device, so the procedure was continued with the device. The catheter was removed as normal when the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed no damage on the catheter shaft. The device was inserted into the console and set up per the instructions for use. No issues were noticed during functionality of the device. There was a small leak at the pod; however, this is a normal function of the device and does not affect the functionality. Inspection of the remainder of the device revealed no damage or irregularities. The complaint of the device leaking fluid due to an issue with the device was not confirmed.